Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after suturing the abdominal fat layer in a caesarean section, they noticed that the suture line was broken. They replaced the suture and re-stitched the suture line to complete the case.